Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows... Complainant had attended the pt for removal of dressing and sutures. This was carried out uneventfully however a large amount of residue from the adhesive was left on the pt's skin. The pt attempted to lift the abdomen (as there would normally be an overhang following a c section) to try to remove the adhesive however the folds of skin were stuck fast. Whilst prising them apart the wound was traumatized and started to bleed profusely. The pt was concerned about the excessive blood loss and called the local maternity unit to recommend she come back into hospital. The wound was redressed and pt was observed overnight. She was then discharged. No transfusions were required and no other medical intervention was necessary. There was no evidence of infection and the wound then healed uneventfully.